Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The sealant was flush with the distal end of the shuttle. The sealant grip tip was stuck to the catheter shaft and the shuttle cartridge, probably by dry blood. The advancer tube was found inside the shuttle cartridge. The narrative stated "the sealant was deployed, however hemostasis ws not achieved". However, the received condition indicated an incomplete engagement of the advancer tube - this differed from the narrative description. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1234907) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined.

Event description:
It was reported by the aci vascular closure specialist that a patient underwent a coronary catheterization procedure in (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closer device 6f/7f to close the access site. It was reported that "the sealant was deployed, however hemostasis was not achieved". The patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. It is unknown when the patient was discharged from the hospital. However, it was reported that hospitalization was not required due to the mynx device/procedure. No further information is available.